Event description:
The customer reported that during a routine check of the iabp, the customer had smelled a "burning smell" from the iabp. The customer saw smoke coming from the iabp, furthermore, he "saw no flames", and heard the fan running. No patient was involved.

Manufacturer narrative:
The company representative talked with the customer by phone and the customer observed that the batteries were swollen. The iabp is maintained by the customer and the batteries are not provided by maquet. (B)(4).